Event description:
I am recently diagnosed with lymphoma and need to monitor my temperature. For convenience, I purchased a digital thermometer at (B)(6). The device is completely inaccurate and should not be on the market. My traditional glass thermometer report reported my temperature at 100 f this morning, the digital returned readings of 95.8 f, 99.7 f and 97.6 f. I can imagine a parent using this to manage their child's fever and making a wrong decision base on the wrong temperature. (B)(6). Purchased date: (B)(6) 2012 this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident.